Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damages to the returned power cords. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Unit was able to power on with no issues and/or disruptions using all returned power cables. The cause of the problem was determined patient advised that the power connector plug has frayed/exposed wires - unconfirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.